Event description:
It was reported that the right ventricular lead had noise revision episodes and loss of sensing. Lead was confirmed to be dislodged. The lead was explanted. The patient was asymptomatic before, during, and after the case.

Manufacturer narrative:
A partial lead with the connector pin measuring 49.9 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.